Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and e-mail. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported by reply card that an intraocular lens (iol) was explanted. Additional information was received reporting the lens was inserted, noticed haptic was broken, wound was enlarged for lens removal, and suture placed.